Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no anomalies. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. A manual re-form of the high voltage (hv) capacitors was attempted, however audible snapping sounds were noted during charging and the test was cancelled. The device case was opened, and visual inspection noted fluid in the plastic liner that holds the hv caps and fluid on the hv caps. There was a black electrical overstress mark on one of the hv caps. Closer inspection of the black mark noted a hole in the middle of it. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device¿s ability to provide shock therapy because the hv capacitors could not be fully charged. This device was manufactured prior to the implementation of the manufacturing enhancements.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that prior to implant this implantable cardioverter defibrillator (ICD) was interrogated and displayed a code which indicated the device had a charge time that was outside of the extended charge time limit for the device. Boston scientific technical services (ts) was consulted and advised that the device should not be implanted.